Event description:
It was reported that the anodized portion of the tap was longer than should be. The first 10 mm of the tap should be anodized gold; however the first 15 mm of the tap were anodized. The tap was not used to treat a patient.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.